Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient fell about month ago. It was confirmed the fall was not due to the device. However, a few days after the patient was experiencing horrible pain in her back. It was reported their pain doctor was going to put shots in the patient's spine but needed a manufacturer's representative (rep) to reset their device. The caller reported they think the device is knocked out. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported this was the first time the rep was awar e of the reported information. The rep reported she spoke with the patient who complained of a lot of memory loss and confusion but stated she fell a couple months ago and could not remember when exactly. Patient stated she had an increase in leg pain for the last few months and informed the rep that their doctor plans to do a procedure on (B)(6) 2019 to help with patient's pain. Rep reported they would have another rep present prior to her procedure so that they could check impedances and possibly give her a new program to help with her leg pain. Patient stated that stimulation pattern had not changed since implant and still felt the tingling in her back and bilateral legs. Patient plans to attend her procedure with her hcp on (B)(6) where a rep will check impedances, and reprogram for better coverage.